Manufacturer narrative:
Qc is run every 4 hours and showed intermittent high flyers prior to the event. A field service engineer (fse) went on-site and replaced the ratio pump piston which resolved the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding intermittently high na, k, cl and co2 results generated by the synchron lx20 pro analyzer.